Event description:
Patient had a hysterectomy earlier today. Patient was brought back to the operating room due to systolic blood pressure (sbp) of 80 and a distended abdomen. Patient had a post-op bleed due to the failure of the ligasure.